Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). The pd therapy was discontinued, pd catheter was removed, and the patient was transferred to hemodialysis (17 days after the event onset). The patient was discharged from the hospital (25 days after the event onset). At the time of this report, the patient has recovered from the event (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Two days after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 72 hours, intravenous, ongoing), amikacin injection (250mg, once daily, intravenous, ongoing), meropenem injection (1gm, once daily, intravenous, ongoing) and targocid injection (200mg, twice daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.